Event description:
Procedure: laparoscopic rectal resection. Reportedly, the loading units were bent. Thus resulting in device, would not fire correctly. Patient required a re-resection. No further patient injury was reported.